Event description:
It was reported, the patient was experiencing muscle spasms while stimulation was on or off. It was stated, the muscle spasms were "worse" when stimulation was on. It was also noted, the implantable neurostimulator (ins) was in an "uncomfortable position." The healthcare provider was going to move the ins pocket from its current position on the patient's left buttock to "the other side less than 50% therapy relief was also reported as a symptom. About a week later, it was reported a lead revision was completed on (B)(6) 2013. It was stated, the leads were removed and replaced with two new leads. "Good" stimulation was achieved. It was unclear if the pocket was in fact moved like was planned. It was noted the patient was doing "well" after the procedure. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).